Event description:
Boston scientific received information that during a routine in-clinic follow up, this right ventricular (rv) lead exhibited intermittent noise and high out of range pacing impedance measurements. The noise was able to reproduced with pocket manipulation. Shock impedance measurements were observed to be stable and acceptable. An insulation issue was suspected. A revision procedure was performed. The rate/sense portion of the lead was surgically capped and a new rv rate/sense lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.